Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a svc (superior vena cava) lead impedance warning triggered for the right ventricular (rv) lead due to a single high svc coil impedance measurement. The svc alert limit was increased. Then five days later there was high and undefined svc coil impedance on the rv lead. The rv lead remains in use and the clinic is arranging for follow-up with the patient. No patient complications have been reported as a result of this event.